Manufacturer narrative:
Investigation outcome: it was reported from the provided questionnaire that the device "displayed several messages while on patient which included maximal leak, high leak, and low volume." There was no report of harm to patient, user or third party, nor a treatment in delay. No interruption of ventilation or medical intervention was reported. The device passed all service software tests and general tasks, but the issue could not be duplicated. Volumes and pressures were evaluated at various settings, but no low volumes or leaks were identified. Therefore, the cause could not be established. This case is considered as closed.

Event description:
The following was reported to hamilton medical ag: "hamilton c1 sn (B)(6) which failed on a patient with many codes (high leak, maximum leak, and other alarms). Unknown date time or other items." No health consequences or impact and no intervention necessary. Hamilton medical ag first review: device logs were not provided with this complaint and no further information received so far. It is mentioned that during ventilation of a patient their war several alarms such as maximal leak, high leak, and low volume. However, the context is missing and also the information why no intervention was necessary.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).